Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a previously implanted stent from another company had restenosis. The voyager balloon catheter was used to dilate the struts of the implanted stent, but the balloon ruptured at 6 atm when inflated for the first time. The balloon catheter was taken out of the vessel and the balloon was found to be pin-hole ruptured. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was moderately tortuous, mildly calcified and with a 99% stenosed, which may have contributed to the difficulties experienced. Possibly the balloon material was damaged (scratched) during interactions with the pt anatomy and/or the previously implanted stent, such that pinhole the balloon rupture occurred upon inflation. However, no definite root cause for the reported balloon rupture can be determined.